Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a poor hearing performance with the device. No head trauma was reported.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being almost completely out of cochlea. As a complete insertion was reported at implantation surgery, a post-operative migration of the electrode array appears likely. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has a poor hearing performance with the device. No head trauma was reported.